Manufacturer narrative:
This event is no longer reportable since we received additional information that there have been no allegations, and the device was not in safety mode. This device will be explanted as part of prophylactic explant. Please disregard report 2124215-2025-11714.

Event description:
It was reported that this pacemaker device was found to be in safety mode. The patient was dependent on this pacemaker system. The device is scheduled to be explanted in few months from now. This device currently remains in service. No adverse patient effects were reported. Additional information received confirmed that device was not in safety mode, and this is part of prophylactic replacement.

Event description:
It was reported that this pacemaker device was found to be in safety mode. The patient was dependent on this pacemaker system. The device is scheduled to be explanted in few months from now. This device currently remains in service. No adverse patient effects were reported.